Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening extended on posterior and device was underweight. A visual and microscopic analysis was performed which identified a smooth opening on the posterior, and a sharp opening on the posterior. Based on the device analysis the final assessment is: a smooth opening on posterior assessed as a smooth opening; and a sharp opening on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.